Manufacturer narrative:
Evaluation summary: the reported condition of the stop key was not functioning was confirmed. The reported condition was due to a defective keypad internal circuit. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)

Event description:
During device evaluation on december 23, 2009, it was discovered that the stop key was not functioning. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software (B) (4) which is categorized as remediated. No additional information is available.